Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument being found completely broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have the main tube broken. Failure analysis investigations confirmed the customer reported complaint and found the primary failure of broken instrument main tube to be related to the customer reported complaint. A piece measuring proximately 0.150¿ x 0.299¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site was that the instrument was found to have one or more of the housing snaps broken. Common causes of the failure mode broken snaps instrument housing are typically attributed to mishandling/misuse. This may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The complaint regarding broken instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. In addition, the probable root cause of a broken instrument housing is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking. Both finding issues can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient distal end. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted simple prostatectomy surgical procedure, the large hem-o-lok clip applier instrument was installed on the patient cart and when the instrument appeared on the screen, it was found completely broken at 90 degrees. This issue happened several times while being used in the middle of the procedure. It was unknown if a fragment fell inside the patients cavity. The procedure was continuing as planned with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The surgeon was able to manipulate the instrument from the surgeon console. The instrument appeared broken and bent at 90 degrees on the screen. The customer had to remove the instrument with the cannula. No port incision enlarged. The customer confirmed that no fragment fell inside of the patient. The instrument had no dislodged/missing/loose component. The procedure was completed robotically with no report of patient injury. No intra operative or post operative complications were identified. The issue occurred prior to clip application while the instrument was in the patient. It was not related to unsuccessful clip application.